Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the registered nurse had prepared a one liter infusion of normal saline to infuse, inserted the tubing into the pump channel and closed the door. The pump began and continued to alarm "clamp/door open" even after door was closed. Same issue continued even after changing the channels and pumps/tubing. The pump was smacked lightly, then issue spontaneously resolved. There was patient involvement but no patient harm.